Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire was fractured. The target lesion was severely calcified located in the middle of left anterior descending artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the guidewire was fractured when inserted. The procedure was completed with another of the same device. There were no patient complications, and patient was stable post procedure. It was further reported that the device was fractured outside the patient during the test.

Event description:
It was reported that the guidewire was fractured. The target lesion was severely calcified located in the middle of left anterior descending artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the guidewire was fractured when inserted. The procedure was completed with another of the same device. There were no patient complications, and patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the guidewire was fractured. The target lesion was severely calcified located in the middle of left anterior descending artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the guidewire was fractured when inserted. The procedure was completed with another of the same device. There were no patient complications, and patient was stable post procedure. It was further reported that the lesion was 90% stenosed and is mildly tortuous. It was fractured during the test outside the patient. It was further reported that the device was fractured outside the patient during the test.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection found no sign of fracture. The proximal section was kinked. Spring tip was observed bent. The total length of the guidewire was measured and the overall length was between the specification established, and no sign of fracture or detachment could be found.